Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Daughter called in behalf of customer. The customer is concerned with all test results obtained. The expected post-prandial fasting blood glucose test result range is 134mg/dl. The customer did not report symptoms or medical attention as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/20/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).